Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. Customer's blood glucose value was 108 mg/dl at the time of the incident. Customer stated that audio was on volume 1 and it was extremely loud like volume 5. Customer stated that it scares her and had to put her insulin pump on vibrate. Customer stated they did hear beeps when audio volume settings were saved however did not hear the differences between the two audio beep volumes. The device will return for analysis.